Event description:
Technical services received a call on (B)(6) 2011. Caller stated that after a device change out, she is concerned that this rv lead has a poor survival probability. No additional information is available. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).